Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer stated that the adhesive strength of the condom urinals adhere only briefly and slip off with every movement. Per follow-up information received via ibc on 30nov2022, stated that the patient complains about the adhesion and the length of the wearing time to insufficient adhesion. Also stated that there was no information on the connection with a urine bag. Based on sample evaluation received on 12dec2022, stated that strong adhesion was found in male external catheter. Based on sample evaluation received on 04jan2023, stated that strong adhesion was found in male external catheter for the additional samples received.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the adhesive strength of the condom urinals adhere only briefly and slip off with every movement. As per follow-up information received via ibc on 30nov2022, stated that the patient complains about the adhesion and the length of the wearing time to insufficient adhesion. Also stated that there was no information on the connection with a urine bag. Based on sample evaluation received on 12dec2022, stated that strong adhesion was found in male external catheter. Based on sample evaluation received on 04jan2023, stated that additional samples were received for which the issue was unknown.